Manufacturer narrative:
Address - (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by increased heart rate. The cause of the peritonitis was not reported. The patient was hospitalized for the event. The patient was treated with vancomycin hydrochloride (¿3 every 1 day¿, unknown route, duration not reported). The patient was recovered from this peritonitis event. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The date received by manufacturer of the initial submission should be (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.